Event description:
A malfunction occurred, indicated by a malfunction code, but there were no notable events leading up to this issue. There was no adverse impact to the customer's blood glucose level. The customer was informed that a replacement pump was needed, and it was confirmed that the pump was within warranty. The customer used manual daily injections as a backup therapy to maintain insulin delivery. Tandem technical support confirmed the customer's shipping address, instructed the customer to allow the battery to deplete before transportation, and guided them to return the faulty pump within 10 days using a prepaid label and return box.